Event description:
It was reported that the patient presented in clinic with high ventricular rate episodes. An electrocardiogram revealed the pulse generator exhibited intermittent oversensing. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).